Manufacturer narrative:
(B)(4). Event was confirmed by review of op notes. During the second stage of the revision, blood loss of 900 cc was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 431182, hip head cement mold, lot unk, 431186, hip neck adapter std, lot unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10140, 0001825034-2018-10141.

Event description:
It was reported that while a patient was undergoing the second stage of a revision with new device implantation, the patient lost 900 cc of blood and required 2 units of prbc to be transfused. Attempts have been made and no further information has been provided.